Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: it was reported in a journal article that the patient underwent a mobile bearing posterior stabilized total knee arthroplasty. He experienced mild flexion contracture after initial procedure. Range of motion -15 degrees in extension and 130 degree in flexion. No further information is available. Expiration date-nov 30, 2011. (B)(4). Implant (B)(6) 2011. Explant (B)(6) 2013. Rec'd may 9, 2017. Manufactured nov 9, 2006. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that the patient underwent a mobile bearing posterior stabilized total knee arthroplasty. He experienced mild flexion contracture after initial procedure. Range of motion -15 degrees in extension and 130 degree in flexion. No further information is available.

Manufacturer narrative:
Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6). Reference: tanikake, yohei, kayashi, koji, ogawa, munehiro, inagaki, yusuke, kawate, kenji, tomita, tetsuya, tanaka, yasuhito (2016). Nontraumatic tibial polyethylene insert cone fracture in mobile-bearing posterior-stabilized total knee arthroplasty. Arthroplasty today , volume 2 , issue 4 , 157 - 163. Multiple MDR reports were filed for this patient, please see associated reports: 0001825034-2017-02275/ 02276. (B)(4).

Event description:
It was reported in a journal article that the patient underwent a mobile bearing posterior stabilized total knee arthroplasty. He experienced mild flexion contracture after revision procedure. Range of motion -10 degrees in extension and 130 degree in flexion. No further information is available.